Event description:
It was reported that a coil perforated the catheter. A 6mm x 10cm interlock -35 was selected and advanced to treat the right renal accessory artery. During procedure, resistance was encountered upon advancing the coil though a 5fr non bsc catheter. It was then noted that a portion of the coil perforated the side wall of the catheter. The coil and the catheter were removed from the patient as a unit. The procedure was completed with an 018 system. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a coil, a delivery wire, an angiodynamic catheter and an rhv were returned for analysis. There was blood present in the rhv. The delivery wire was running through the rhv connected to the catheter. The coil was returned inside the catheter protruding from a tear in the distal end. Dried blood was present on the fiber bundles of the coil. The delivery wire was found to be kinked. In order to retrieve the coil the catheter was cut. The coil was inadvertently stretched in an attempt to retrieve it. The fiber bundles were covered in blood. The delivery wire was jammed in the catheter due to the presence of dried blood. A severe resistance was experienced. Microscopic inspection was performed. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the delivery wire could not be inspected as it was jammed in the catheter. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that: the angiodynamic catheter is not compatible with the coil. The 035 interlock coil is only compatible with 5f imager ii 0.035 in or 0.038 in catheters. The interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ failure to comply with these instructions will result in the coil poking through the wall of the catheter as added force would be required to advance the coil due to the resistance caused by the incompatible catheter. The preparations for use section of the 035 interlock instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the inability to successfully deploy the coil. (B)(4).

Event description:
It was reported that a coil perforated the catheter. A 6mm x 10cm interlock -35 was selected and advanced to treat the right renal accessory artery. During procedure, resistance was encountered upon advancing the coil though a 5fr non bsc catheter. It was then noted that a portion of the coil perforated the side wall of the catheter. The coil and the catheter were removed from the patient as a unit. The procedure was completed with an 018 system. No patient complications were reported and the patient's status is stable.